Manufacturer narrative:
(B)(4) - firing knob. Picture analysis was performed; it was noted that the firing mechanism was damaged as the firing knob was detached and the slip block assembly was damaged. The device was noted with one reload loaded in the device. The reload was noted to have the proximal 57 drivers up without staples and the remaining drivers down with staples present. The knife in the cartridge had nicks, one possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition three cartridges were noted fully fired. For additional information please refer to the instructions for use. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information: firing knob. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 61 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. In addition three cartridges were received fully fired. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during an open ileocecal resection, the firing knob was broken off at the 4th firing of functional end to end anastomosis. No pieces were left inside the patient. The staple height was green. Reinforcement material was not used. Another device was used to complete the case. There were no adverse consequences to the patient.